Event description:
Initiator reported that back to back tests performed on the pt's surestep meter were 270 and 110 mg/dl (84% difference). No symptoms were reported. Upon follow up, lifescan rep discovered pt was using international test strips. There was no allegation of harm.